Event description:
Ous MDR - it was reported that 6 years after the implantation the patient received 2 inappropriate shocks. The lead could not be extracted. A new lead was implanted. No other adverse patient side effects were reported.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received follow up data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Next, the received follow up data were inspected. The analysis revealed an ICD upgrade from lumax to ilesto on (B)(6) 2013. The data corresponding to the time before the ICD change out did not show any deviations. Only intrinsic signals were observed in the iegms. The iegms of the time after the ICD was upgraded revealed the presence of noise in the rv channel, which led to two shock deliveries, as mentioned in the complaint description. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The received data revealed the presence of noise in the rv channel, only after the ICD was upgraded on (B)(6) 2013. However, no conclusions can be drawn from the information available for analysis.